Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/032014: the device was returned to animas and evaluated by product analysis on 03/13/2014 with the following results: investigator confirmed issue in history but was not able to reproduce during testing. A 24 hour duration test was performed. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Pump history verifies 1 unit of a 5 unit audio bolus occurred on 12/2/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump tried to give her 5 units on its' own, with no user intervention. There is no adverse event related to this issue. The patient is off pump as of (B)(6) 2013 and is on injections, working with health care provider. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.